Event description:
It was reported that the markers on the electrograms were misaligned. This is likely due to a loss of telemetry. There is no impact on therapy. Technical services advised to have the patient send data via latitude to check if the matter is corrected. If not, the patient should go to the office for a follow-up. There was no impact on therapy. The device remains implanted. There were no adverse patient effects.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's misaligned markers were caused by a loss of telemetry. Please see the description for more information regarding the specific circumstances of this event.